Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Final analysis of the leads revealed no significant anomaly and that the distal end of the electrode was bent. A bent tip of the stylet caused the stylet to get caught at the distal end of the lead, which caused the lead to bend when an attempt to advance the stylet was made. The lead is electrically okay.

Manufacturer narrative:
Analysis was reopened and reviewed per engineering request. After reviewing analysis, afc codes were updated. The stylet was found to be in normal condition. The distal end of the lead was x-rayed and the stylet coil was found to be perforated by the stylet, causing the distal end of the lead to be bent. Final analysis of lead model 3889-28 showed stim lead distal end stylet coil perforated by stylet.

Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the curved stylet was difficult to advance all the way into the lead. The lead didn¿t steer well and curled during placement. When the lead was removed from the introducer sheath, the #0 electrode and #1 electrode looked damaged. There was a break or fracture at the distal end of the #1 electrode. Diagnostic testing and troubleshooting was performed and included testing with a j-hook cable. The lead was not used. A new lead kit was opened and none of the issues repeated themselves. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.